Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the keypad to be damaged in the front. There was acu watchdog and primary audible alarm post errors found in the event history log of the pump. Device underwent flow and occlusion testing. The customer complaint was not confirmed during testing, but was confirmed in the event history log. The problem source has been determined to be unknown.

Event description:
Information was received that device has acu watchdog failure. No adverse effects reported.